Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the reservoir was not locking in place. The customer¿s blood glucose level was unknown. The customer reported that he lost the ring that sits on the top of the reservoir compartment on the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.